Event description:
It was reported that decreased sensing was observed since implant. Patient had received multiple inappropriate atp therapies due to oversensing. The lead was capped and replaced. The patients condition after the event was fine.

Manufacturer narrative:
.